Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was hospitalized due to pain in the right leg following the trial procedure. The leads were removed and there have been no reports of further complications regarding this event